Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the motor device had a tear in the cord. It was reported that there was no delay in the procedure as an unspecified spare device was available for use and the surgery was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the hose was torn was confirmed. An assessment was performed on the device which determined the outer hose was torn near the pressure release valve. It was determined that the cause of the failure was an outside force applied to the hose causing a restriction great enough to block the return air flow to the muffler, therefore the return air built up pressure great enough to burst the outer hose. The root cause of the observed failure had been the outer hose rupturing when the exhaust passage was blocked. It is clearly noted in the directions for use (dfu) ¿warning: motor¿s outer hose can rupture without warning if occluded. Do not step on, set equipment on, pinch, clamp, or otherwise occlude motor hose during use¿. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.